Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the staff touched the non-sterile field while taking the coil out of the loop. A new coil was used.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.